Manufacturer narrative:
Product analysis: visual and functional evaluation did not identify evidence that would suggest a defect in manufacturing of the implant. Visual and microscopic examination did not identify crack, fracture, or breakage, and displayed asymmetrical mas crown witness marks, consistent with partial or angulated seating of the rod in mas saddle. Mas crown witness marks are consistent with partial or angulated seating of the rod in mas saddle at final tightening.

Event description:
The patient underwent a posterior spinal surgical procedure at t11-l3 with decompression at l1-2 to treat a fracture at l1. Sometime post-op it was found that the rod had broken. The patient had not fused. The patient underwent a revision surgery to remove the hardware and replace with new hardware.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.